Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found a dent on the probe unit tip. The bending section glue was cracked on the insertion tube and cover. The image was tested and the scope¿s eyepiece was found damaged and there were 2 broken elements noted in the ultrasound image. Further inspection found cuts, scratches, discoloration and chemical damage on the insertion tube. Scratches on the surface of the light guide tube were also noted. The estimator attributed the damage to wear and tear. However, the legal manufacturer will review the content of this complaint for further evaluation.

Event description:
The service center was informed that during an unspecified procedure, the doctor punctured a hole, with a needle, on the distal end by the tip. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the additional information. Please the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the most probably cause for the reported event is the following: regarding the perforation of the forceps channel, it was confirmed that the physician had drilled the hole with the needle based on the raised information, so it was caused by the application of external forces due to handling. Damage to the insertion part may have occurred due to external forces or handling by chemicals, because fine scratches and discoloration have been observed.

Manufacturer narrative:
This supplemental report is submitted to provide additional information related to the device evaluation and investigation. Inspection of the returned device found evidence of cuts, scratches, discoloration and chemical damage on the insertion tube. An investigation determined that the observed damage to the insertion tube was likely a result of user handling. In addition, the legal manufacturer determined that the reported puncture to the distal end of the tip is attributable to user handling. As stated in the instructions for use, as a preventive measure: "do not twist or bend the bending section with your hands. Equipment damage may result. " "do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." "Do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged. "